Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon became stuck on a wire. The target lesion was located in the left anterior descending artery. Another manufacturers 014 wire was selected along with this 15mm x 3.0mm apex monorail balloon catheter. The apex balloon catheter was advanced approximately 2 to 3 cm on the wire outside the patient when the apex balloon became stuck on the wire. The device was removed from the patient successfully and there was no damage noticed to the apex device. The procedure was continued with another of the same apex monorail balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no damage or irregularities. The inner diameter of the wire lumen was measured at both ends and both ends were within specification. Functional testing was performed by loading a .014" guidewire into the tip and completely advancing through the wire lumen without encountering any resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon became stuck on a wire. The target lesion was located in the left anterior descending artery. Another manufacturer's 014 wire was selected along with this 15 mm x 3.0 mm apex monorail balloon catheter. The apex balloon catheter was advanced approximately 2 to 3 cm on the wire outside the patient when the apex balloon became stuck on the wire. The device was removed from the patient successfully and there was no damage noticed to the apex device. The procedure was continued with another of the same apex monorail balloon catheter. No patient complications were reported and the patient's status is fine.